Manufacturer narrative:
Analysis of the extension found no anomaly.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional (hcp) via a manufacturer representative reported an extension impedance check fail that occurred during a procedure. During an impedance check, contacts 8 and 9 were found to have out-of-range impedance (33 ohms). Attempted to disconnect and reconnect several times, but the impedance still remained unchanged. After replacing with a new extension, the impedance was then normal. The hcp suspected the extension was damaged. No factors were known to have led to the event. The issue was resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.